Event description:
The remote report of (B)(6) 2014 showed red warning for leads, but leads impedances were within normal range. According to preliminary analysis results, the red warning was triggered by a low p wave measurement. This behavior complies with specifications.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the us; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.